Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical investigator reported via phone call that customer was experienced extremely high blood glucose overnight. Blood glucose value was more than 600 mg/dl it took 3 am to come down. Customer did not had any symptoms related to high blood glucose like nausea and vomiting. Customer had device related adverse event, customer had cellulitis. The subject recovered without sequela on 15 september, 2020. The event was anticipated. The insulin pump will not be returned for analysis.